Event description:
It was reported that the handle broke when take was removing from trial

Manufacturer narrative:
Visual analysis, device history review, complaint history review, risk assessment. The device was inspected and both the left and the right side of the inner collar were found to be fractured off. The fractured pieces were not returned. No relevant manufacturing issues were identified as all units met stryker specifications. The manufacturing history review reveals the age of the device to be more than 5 years. The instrument instructions for use state the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. The probable root cause of this event is determined to be normal wear and tear of instrument.

Event description:
It was reported that the handle broke when take was removing from trial.